Event description:
It was reported that the pump had a downstream occlusion alarm. There was patient involvement, but no patient harm.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found that the device had last been in service in oct-2025. The customer issue could not be replicated during the 100ml cassette testing. The probable root cause of the issue was the dso sensor which was replaced to fix the customer issue. The device passed all functional tests after the repair.